Manufacturer narrative:
The investigation has determined that lower than expected vitros tsh results were obtained when testing a non-vitros quality control fluid using a vitros 5600 integrated system. An assignable cause could not be determined. The tsh reagent cannot be ruled out as a contributing factor for the lower than expected quality control results. The instrument is not likely to be a contributor to the event, but due to insufficient precision testing, it cannot be completely ruled out as a contributing factor.

Event description:
A customer obtained lower than expected vitros tsh results when testing a non-vitros quality control fluids using a vitros 5600 integrated system. Non-vitros biorad quality control (lot 40311) vitros tsh lot 5375 results 0.18, 0.17, 0.17, and 0.16 miu/l versus expected tsh result 0.287 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tsh results were obtained when testing quality control fluids. There were no reports of lower than expected vitros tsh results reported from the laboratory. There was no allegation of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).